Manufacturer narrative:
Block e1: initial reporter facility address: (B)(6). Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas treat an acute pancreatitis with giant encapsulated necrosis during an endoscopic ultrasonography procedure performed on (B)(6) 2024. During the procedure, the axios stent cover was noted to have a hole. The stent was removed using snares, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed, the inner sheath was kinked and the axios slider was broken. Microscopic inspection was performed, and it was noted that the saddle of the stent was in good condition. Additionally, it was necessary to disassemble the delivery system to identify the torsion (rotational damage) and the sheath was not found twisted (outer sheath). Stent dimensions were reviewed, and all dimensions were within specification. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent cover damaged/defective. Taking all available information into consideration, the investigation concluded that the observed damages of inner sheath kinked and axios slider broken were likely due to factors encountered during the procedure such as excess of force or the manner as the device was handled and manipulated, limited the performance of the device and contributed to the observed problems. There is no indication of what the customer reported because the stent was returned fully expanded and deployed, and microscopic inspection found the saddle of the stent was in good condition. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas treat an acute pancreatitis with giant encapsulated necrosis during an endoscopic ultrasonography procedure performed on (B)(6), 2024. During the procedure, the axios stent cover was noted to have a hole. The stent was removed using snares, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.